Event description:
The original report was file on [redacted] reference #[redacted]. We have since followed up with our representative [redacted] and he suggest entering a second report with the addition information that have been gleaned since the first report. To recap- a frontline team member discovered mobile and immobile debris floating in the drip chamber of her IV tubing after spiking a normal saline bag. The bag and tubing were sequestered and our supply chain notified. They pulled the lot that the affected IV tubing came from in the ed. Our infection prevention collages were notified and during their investigation discovered another single report of a similar event where the tubing was discarded. After this second discovery, out of an abundance of caution the lot was removed from supply across our hospital system. We then expanded the evaluation to include inspection of all ICU medical product and discovered 20 affected lots over a few hours. We also reported the event to the cdc [center for disease control]. The local cdc has requested that samples are frozen for transmission to their offices. In the majority of the cases there seems to be a single brown or black spot with what seem like the same area in the drip chamber. All of these affected lots were removed from supply, and we are working with ICU medical to get additional supply to allow for smooth internal operations. Our laboratory team have started to analyze the product. They received 3 samples of different lost and have concluded the visual inspection. So far, they have found that one speck is black and the other is brown. In both cases the specimen seems to be embedded in the plastic of the drip chamber almost identical locations. The drip chamber was open to allow access to the speck. The team tried to remove the speck and was unable to get to the speck even with aggressive scraping from a scalpel the spec could not be removed from the plastic inner surface of the drip chamber. The team will be conducting additional testing. Of course, our frontline care team remain vigilant and will continue visually inspecting these tubing for any additional concerns. Manufacturer response for varying ICU medical tubing, primary, secondary IV tubing sets (per site reporter). Investigating: product complaint reference number: [redacted], [redacted]. Product description: primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch product part no.: 126620490. Serial/lot no.: (B)(6). Complaint summary: some black spots and debris found in the drip chamber. Date reported to ICU medical: [redacted]. Customer reference number: safetynet ticket# [redacted], medline #[redacted].